Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system, with confirmed blood glucose values as low as 46 mg/dl and 39 mg/dl, verified by fingersticks, and the user temporarily reverted to an alternate insulin pump due to concern about lows; the user later expressed willingness to resume ilet use. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates without use of glucagon, without third-party assistance, and without emergency care or hospitalization. Investigation included complaint review and technical support review. Investigation of this case revealed that the device was functioning as designed and that the event was addressed through user education, including enabling urgent low soon alerts, advising prompt treatment with 8¿10 grams of carbohydrate upon alarm, and reviewing meal announcement strategies. It was concluded that the event involved hypoglycemia with an undetermined cause and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.